Event description:
The hcp reported the pt presented in 2005 with incisional wound opening of the device pocket. A culture of the device pocket was positive for staplylococcus aureus. The pt was treated with IV antibiotics and total device system exp. The infection resolved. The pt had a risk factor of diabetes and is an "mrsa carrier."